Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with high pacing threshold measurements. The source of these clinical observations was not determined. The pacemaker remains in service while the rv lead was surgically capped and replaced. No additional adverse patient effects were reported.